Event description:
It was reported that the user experienced recurrent low blood glucose attributed by the trainer to maladapted algorithms, with a documented nadir of 30 mg/dl, and customer care guided the user through a factory reset; the sensor code provided was 6717, and oral glucose was used to treat the event. Symptoms included hypoglycemia with confusion/disorientation and dizziness. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.